Event description:
Wire wound portion of the catheter is reportedly softer since a component change and has resulted in more issues with kinking. This instance resulted in a pressure alert alarm going off. Surgeon changed out the device resulting in a minimal extension of o.r. Time but no negative impact to the patient.

Manufacturer narrative:
Although the product was not returned, there has been a CAPA #(B) (4) to increase the strength of the wire wound section of the tubing and also a change in packaging to better protect the device in transit.